Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. Device was received with a broken front cover and pcb is missing led's. The device was functionally tested and was not able to duplicate the reported complaint. The complaint is not confirmed. No action taken to correct the primary problem. Replaced pcb, front cover, global display label. Performed preventative maintenance and calibrated the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was not heating up. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.